Event description:
Maquet regional manager was notified during a passing conversation with the surgeon that at the end of an endoscopic vein harvesting procedure, the dissection tip broke off and fell into the patient near the groin. The harvester had to make another incision (not a stab & grab) in order to retrieve it. No replacement unit was required because it happened at the end of the case. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.